Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'keypad not working #1 & 2 possibly more' which was reproduced during evaluation as keypad numbers 1, 2, 3 and 9 failed to function normally. The keypad was found to have failed and was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had keypad numbers 1 and 2, possibly more, were not working. There was no patient involvement. No additional information is available.